Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the battery shows 98% once the unit is unplugged the scanner shuts off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery shows 98% once the unit is unplugged the scanner shuts off is confirmed. The root cause is the internal battery failed. The devise was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the battery shows 98% once the unit is unplugged the scanner shuts off.